Event description:
It was reported that during implant an 8.0cm cuff was tried not used with an artificial urinary sphincter (aus). The aus cuff was not implanted and a new 7.0cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.